Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Initially, an a1059 mayfield skull clamp was reported as an out of box failure which was described as follows: the surgeon was unable to screw the swivel into the clamp. Additional info received on (B)(6) 2013 changed this complaint to a medical device report. The info is as follows: a craniotomy was being performed when the surgeon had the problem with the swivel. The pt was anesthetized when the problem occurred and the surgery was delayed by 20 minutes. There was no pt injury.